Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted the distal end of the electrode was covered in blood. The helix was distorted and pulled/stretched/overstressed. The sleevehead on the distal end of the electrode was damaged and pulled/stretched/overstressed. The connector pin was also damaged and pulled/stretched/overstressed. Visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the lead implant procedure, the physician was not able to retract or extend the helix after the repositioning attempts. It was also reported there was strong resistance while the stylet was being inserted into the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.